Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's maude report from FDA, which states "fluids have dripped or leaked down into the pump interlock connection area (where the channel connects to the brain or a channel connects to another channel). This creates a fire/smoke hazard. The connector begins to arc, this creates a lot of smoke and burns the connections in two and the machine shorts out and shuts off." Somewhat conflicting information provided; (B)(6). There are no details of either the extent of injury or what medical intervention was provided. No other information is available; no customer information is provided or available, (B)(6).

Manufacturer narrative:
.